Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional that a patient underwent an unknown catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery (cfa) via a 6f sheath. There was no report of a pre-procedure femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that the physician advanced the catheter and then inflated the balloon. The physician pulled the balloon towards the arteriotomy and proceeded to deploy the sealant. When the physician attempted to deflate the balloon, the balloon would not deflate. A large syringe was used to pull negative to deflate the balloon with unsuccessful results. The physician used a micropuncture needle to deflate the balloon and the device was successfully removed from the patient's anatomy. Manual compression for 10 minutes was applied at the access site and hemostasis was successfully achieved. The patient tolerated the procedure well, and was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.